Event description:
The wireless pedal has failed. This event is currently under investigation. No patient harm or injury has been reported in association with this event.

Manufacturer narrative:
According to the information provided, during a diagnosis procedure, the wireless footswitch failed. The procedure was completed using a wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was not working during a diagnostic procedure. The procedure was completed as planned using a wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection could not be reliably re-established as the connection issues were happening intermittently. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.